Event description:
On (B)(6) 2021, 16:34:01 pst ice batch user (batch_ice) phone: (B)(6); complaint: (B)(4); complaint status: in process; mdt initial contact: (B)(6) taken by: (B)(6); released on (B)(6) 2021; replacement pump next day delivery, collection broken pump agreed on (B)(6) 2021; collection broken pump address confirmed: (B)(4); initial notes: crack on the clip rail area going through the back of the pump inquired what led up to the complaint. Customer response: crack on the clip rail area going through the back of the pump bumped/dropped/cosmetic damage t/s per dop114-980. Adv to d/c from the pump. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: no customer states the pump has neither been bumped nor dropped. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does show signs of physical damage. 1. Type of damage is: crack . 2. Damage occurred: regular use. 3. Location of the damage is: clip rail and back of the pump. Did customer report out-of-box damage: no is the physical damage to the pump's retainer ring: no did damage occur while using a silicone case: yes expl we encourage the use of the new silicone case which can provide a cushion against bumps during your daily activities and is an extra barrier against lotions, sunscreen, insect repellent, or household cleaners. Is reservoir able to lock in place when inserted into pump: yes adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Expl we will be able to replace the pump this time but we may not be able to replace for damage another time. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: no bumped neither dropped, regular use additional notes: no bumped neither dropped, regular use ship: pump x 1 pump x 1/return: pump x 1 country: (B)(4); input date: (B)(6) 2021; warranty start: 05/25/2017 warranty end: 05/24/2021 batch - ng1266492h.

Manufacturer narrative:
(B)(4). Retainer ring: clear. Customer returned insulin pump for alleged cosmetic damage located at the clip rails and back to the pump found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: broken belt clip rails, peeling serial number label, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, cracked retainer and minor scratched lcd window. Cosmetic damage was confirmed at belt clip rails and serial number label . The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.